Manufacturer narrative:
Event summary, device history record review and complaint history review did not identify contributing factors. Three complaints were received previousely for this device due to shared memory errors. The technical investigation confirmed that two communication errors occurred. Both were due to shared memory error errors.

Event description:
It was reported that there two device shutdowns during a surgery during the guidance phase.

Manufacturer narrative:
This report is provided to correct the UDI number provided in section h10 of the initial report. (B)(6).

Event description:
It was reported that there two device shutdowns during a surgery during the guidance phase.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that there two device shutdowns during a surgery during the guidance phase.